Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a pixilated screen that worsened after removing the case to view the serial number, and the issue persisted after a restart; a replacement device was arranged and the user was instructed to shut down the device and use backup therapy, while blood glucose management remained unaffected and the user continued cgm via the dexcom app. Symptoms included no reported clinical effects. Outcomes included no interruption in therapy that affected glycemic control and no medical intervention or hospitalization. Investigation included a review of the user¿s account of the display malfunction and device handling steps, confirmation of shipping and return logistics, and guidance to sync data before return. Investigation of this device revealed a malfunction of the device display component with no associated alarms or alerts, consistent with a hardware display failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the screen/display.